Event description:
Clinic notes from date of implant for the patient were received. The device was successfully implanted and reported to show ok impedance. The heart rate detection setting was programmed. That notes report that when the subcutaneous sutures were being placed, the patient became bradycardic and required about 5 seconds of chest compression. The patient was then given epinephrine and his heart rate was reported to have come back without difficulty. The notes also stated that when the patient did go bradycardic his stimulator was not on. It was further noted that the surgeon was not working by the carotid artery when the bradycardia occurred and instead was closing the skin. The patient was reported to have awaken from anesthesia and taken to the post anesthesia care unit in stable condition. Notes following the surgery also indicate that the patient has an irregular heart rhythm and that an EKG was ordered. The patient was admitted to the hospital for new onset of afib.

Manufacturer narrative:
Corrected data, initial report: physician assessment inadvertently not included in initial report.

Event description:
Further information was received from the physician that the event may be related to the anesthesia or the vns surgery as well as an external factor.

Event description:
During initial implant surgery, the patient experienced asystole during the surgery closure. Chest compressions were performed and medication was given to the patient for the event. The patient was hospitalized and reported to be doing well since the event. It was noted that the physician was considering a heart catheter as the physician was unsure if the patient had a myocardial infarction. A nurse noted that the asystole occurred when all output currents were off and 20 minutes after diagnostics were performed and heartrate detection was set. The surgeon noted that he did not think that the device caused the event. The surgeon did not provide an assessment of the event related to the surgery. No other relevant information has been received to date.